Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an artisse patient experienced a vasospasm (B)(6) 2024 (intracranial, cerebral vessels). No patient hospitalization or surgical procedure was noted. The patient recovered/resolved (B)(6) 2023. The adverse event (ae) was possibly re lated to the disease under study. Small ischemic lesion right parietal on a CT scan, related to the vasospasm induced by the initial aneurysm rupture. Cec adj 21apr2025 noted the event as causal to index procedure, possibly related to artisse device and apt regimen, not related to ancillary/adjunctive device. The patient was being treated for a right middle cerebral artery aneurysm of the bifurcation branch with a saccular morphology. Aneurysm dimensions: maximum aneurysm diameter 4.5 mm, dome height 3.2 mm, dome width 4.3 mm and neck size 3 mm. Parent artery diameter distal to aneurysm was 1.6 mm. Parent artery diameter proximal to the aneurysm was 2.4 mm. No stasis at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was not determined. Additional information was received reporting the cause of the vasospasm was the target aneurysm ruptured during the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an artisse had a sizing issue and the aneursym ruptured. A rebar 18 was also used. During device reposition due to big size targeted aneurysm rupture occurred. A second smaller artisse device was implanted. Isf-060-030 device size was big, protrusion in the parent vessel, required repositioning led to aneurysm rupture. It led to prolongation of existing hospitalization. The event was life threatening. The event is resolving. The patient was being treated for an aneurysm in the right middle cerebral artery (mca). Location of aneurysm in vessel: bifurcation branch aneurysm. Morphology: saccular. Maximum aneurysm diameter: 4.5mm. Aneurysm dome height: 3.2mm. Aneurysm dome width: 4.3mm. Aneurysm neck size: 3mm. Parent artery diameter distal to aneurysm: 1.6mm. Parent artery diameter proximal to aneurysm: 2.4mm. Post implant: no stasis at the end of the procedure.

Event description:
Additional information received reported the oversized artisse device isf-060-030 (b630447) was removed and a smaller artisse isf-055-030 (b760218) implanted. Subject is anticipated to be discharged on (B)(6) 2024. No additional symptoms were reported. The ruptured occurred when the subject was under anesthesia during the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating the sponsor assessment of the target aneurysm rupture to "per cec adjudication on (B)(6)2025: causal to procedure and device artisse, possible to apt, not related to ancillary device. Additional information was received reporting that sim & size used by the team. IFU sizing chart was used by the hcp. Bigger size device was suggested by the 2 people from mdt supporting the case and hcp. The first device was repositioned 3-4 times. The tear on the aneurysm was very small. Patient recovered well with no sequelae. The aneurysm¿s anatomy was complicated. The rebar 18 was stiff which limited maneuverability on this challenging aneurysm. However, it was not the cause for the rupture. Mdt supporting team's explanation for a bigger device suggestion was that on the day of the procedure, the aneurysm was found to have grown since the first time it was measured. They also stated that hcp supported the selection of a bigger device. Hcp's overall conclusion was that a combination of factors contributed to the rupture of the aneurysm, including challenging anatomy/aneurysm and microcatheter stiffness. Sim & cure was used for sizing of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on (B)(6) 2024, CT showed new supratentorial parietally right hypodense area 30x30 possibly subacute ischemia, asymptomatic and possibly due to vasospasm.

Event description:
Additional information was received updating the sponsor assessment to state per corelab image review of 2024-oct-21 CT corelab commented subacute embolic infarction partial mca territory l; site query pending for site to assess ischemic image findings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.